Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt could not longer feel stimulation, and the ipg would not communicate with external devices. It was reported the physician was to schedule an x-ray to determine if the ipg had flipped in the pocket.